Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 4 of 5. The patient was connected. The baxter technical service representative (tsr) explained the alarm and had the patient close the clamps then cycle the power to clear both the se 2240 and resulting se 2367. The tsr reviewed the proper procedures per the user manual with the patient and advised the patient to discard the supplies and finish with a manual bag. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient stated the sample was discarded and they did not know the lot number of the supplies. The patient stated that they have not spoken with their nurse yet but will speak with the nurse about the alarm. The patient stated they have had no more problems since then. There was no patient injury or medical intervention reported.